Event description:
A voluntary MDR/medwatch report was received on 2/4/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, the patient experienced an issue with cgm accuracy on (B)(6) 2026, the patient¿s cgm displayed a glucose value of 65 mg/dl while the patient was experiencing symptoms consistent with presyncope. Initially, the patient attributed the symptoms to fatigue and continued with his morning routine. However, the symptoms progressed, and the patient felt ¿closer and closer¿ to losing consciousness. The patient then performed a bg meter test, which returned a value of 41 mg/dl. The patient attempted to calibrate the cgm device, after which the cgm displayed 56 mg/dl. The patient expressed concern that the cgm inaccuracy nearly resulted in him not treating a severe hypoglycemic event. There was no documentation of treatment administered and no documentation of medical intervention. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5181986 through mw5181996.